Manufacturer narrative:
Till today, the medical product has not been made available for analysis. And could therefore, not be examined. The analysis is therefore, based on a review of the production documents of the product complained about and an analysis of the data that were also supplied. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. The analysis of the included iegm episodes confirmed, interference signals in the rv channel. Despite the available information, no conclusions can be drawn regarding the cause of the clinical observation. An analysis of the lead itself would be required to determine the cause. If additional relevant information or the device itself should be available, please send these to us also. The incident will then be updated accordingly.

Event description:
After an implantation period of approx. 87 months, ventricular oversensing was reported. A lead damaged is suspected.